Event description:
It was reported that the device was difficult to recapture. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 30mm watchman laa closure device & delivery system (wds) were used. The closure device was deployed in the laa, but there was a leak of 2mm that remained. A partial recapture was performed to redeploy the device in a better position. During the recapture of the device there was severe resistance that was felt. The device was still redeployed and there was still a leak. A full recapture was performed and this device was removed from the patient. A new 33mm closure device was used to successfully complete the procedure. The patient was fine following these events and there were no other complications that were reported.

Manufacturer narrative:
The returned product consisted of a watchman delivery system with the implant outside of the sheath. Analysis of the implant, core wire, tip, and sheath included microscopic and visual inspection. Inspection revealed tip damage (flattened/tricuts flared/abrasions), sheath damage (flattened/abrasions), and anchor damage. The tip and sheath were flattened for a length of 23mm. Inspection of the rest of the device found no other damage or defect.

Event description:
It was reported that the device was difficult to recapture. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 30mm watchman laa closure device & delivery system (wds) were used. The closure device was deployed in the laa, but there was a leak of 2mm that remained. A partial recapture was performed to redeploy the device in a better position. During the recapture of the device there was severe resistance that was felt. The device was still redeployed and there was still a leak. A full recapture was performed and this device was removed from the patient. A new 33mm closure device was used to successfully complete the procedure. The patient was fine following these events and there were no other complications that were reported.